Event description:
On (B)(6) 2014, the patient underwent an endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to component migration, endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2014, the patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa aortic extender endoprostheses. The pre-treatment computed tomography angiography (cta) determined that the maximum diameter of the aortic aneurysm/lesion was 58mm. The patient tolerated the procedure and was discharged from the hospital on (B)(6) 2014. On (B)(6) 2014, a follow-up cta showed that the maximum diameter of the aortic aneurysm/lesion was 54mm. On (B)(6) 2015, a follow-up cta showed a distal device migration and the maximum diameter of the aortic aneurysm/lesion was 59mm. On (B)(6) 2017, a proximal type I endoleak was determined and a follow-up cta showed that the maximum diameter of the aortic aneurysm/lesion was 79mm. Reportedly, according to the physician, the cause of endoleak was the device migration (amount unknown). Additionally, the patient's anatomy was unfavorable due to the disease progression (dilation at the inferior mesenteric artery area). It was reported that on (B)(6) 2017, the type I endoleak was successfully treated with an aortic cuff endurant ii (38x38x49, (B)(4)). The patient tolerated the procedure and was discharged from the hospital on (B)(6) 2017.